Event description:
Diagnosis or reason for use: cystoscopy transurethral resection - bladder tumor. On (b)(64) 2016 at 0857, the end ("beak") of the 26 fr resectoscope sheath being used by dr. White broke off inside the patient during use. One large and 2 small pieces were located and retrieved from the patient's bladder. Patient was sent to recovery following surgery. Material number for this device: 27040xa - lot fb.